Event description:
An rn placed the enteral feeding of pt on hold to place a new bottle of formula. When the feeding was restarted the tubing was not threaded over the pump metering device. This allowed the free flow of formula. Pt received 1350 cc of formula in a 3 hr period. Her diet order is for 850cc delivered over 14 hrs. Pt aspirated, developed respiratory distress, was hospitalized, placed on a ventilator and subsequently rec'd a tracheotomy. There were no alarms to notify staff that either the tubing was not placed or that the pump was free flowing. There is also no auto-shut off if a problem occurs.